Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No blacklines on the display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant flashing white light on the display and constantly beeping. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer reported that there were lines on the screen. The customer also reported that the insulin pump that the display was solid white. The customer reported that they had low blood glucose of 34 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with glucagon shot. The customer also reported that they had high blood glucose of 418 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.